Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The software has been updated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had fault code 44510. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.